Event description:
It was reported that water had entered into the air gas module. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that water had entered into the air gas module. The ventilator was investigated on site by our field service engineer. According to information the ventilator was connected to a compressor. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation nor photos provided. Moreover, device logs were not provided. Therefore, no root cause can be established, however issue most likely due to an issue with the compressor. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. H3 other text : 4114.

Event description:
Manufacturer ref#:(B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date were required. D1 - brand name: previous brand name: servo-u, corrected brand name: base unit servo-u. D4 - version or model #: previous version or model #: servo-u, corrected version or model #: 6694800. D4 - unique identifier (UDI)#: previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4). H4 - manufacture date: previous manufacture date: 10/12/2018. Corrected manufacture date: 10/10/2018.

Event description:
Manufacturer ref#: (B)(4).